Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was not performed for pump error. The customer stated that insulin pump had to reset date and time. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no physical damage to the battery tube noted. The test reservoir p-cap was able to lock in place. Device passed the self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. (B)(4).